Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2008, product type: catheter . Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 08-oct-2010, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study regarding a patient receiving fentanyl (50.0 mcg/ml at 20.014 mcg/day) and clonidine (50 mcg/ml at 20.014 mcg/day) via an implanted pump. The indication for use was malignant pain and bone. It was reported that on (B)(6) 2018, the patient was not feeling well and was concerned their leads (assume patient meant catheter, as she does not have a stimulator) migrated, as she has experienced this before. No diagnostics were performed to confirm or rule out a catheter migration. On (B)(6) 2018, the patient reported increasing, burning pain in the lower back radiating to the midsection. The it rate was decreased on that day. The patient had persistent burning pain, on (B)(6) 2018, and the it rate was decreased again. On (B)(6) 2018, the patient reported their pain was controlled. It was indicated the event was related to the device or therapy and related to the drugs fentanyl and clonidine due to increased dose. The issue resolved without sequelae on (B)(6) 2018. The patient's weight was (B)(6) lbs.